Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that burr detachment occurred. A 1.75mm and 1.50mm rotapro were selected for use. During the procedure, the 1.50 mm rotapro burr detached from the catheter and the detached burr was recovered with the rotawire. Procedure was completed using an alternate method and no patient complications were reported.